Event description:
Information received from the field notes that during a post-implant follow-up, the unipolar ventricular lead impedance was much lower than the bipolar lead impedance. The clinician noticed that a perforation had occurred, which was confirmed by x-ray. The lead was successfully repositioned.